Manufacturer narrative:
Patient¿s date of birth and weight are not available for reporting. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number is not provided for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit broke during surgery on (B)(6) 2017. There was no patient harm and all fragments were removed. Reportedly there was no surgical delay and there was no additional medical intervention required. This report is for one (1) 1.7mm cannulated drill bit/qc 100mm. This is report 1 of 1 for complaint (B)(4).